Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event and date of explant were estimated as (B)(6) 2019, based on the information received, as specific event and explant date were not provided. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event and date of explant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b4, b5, b6, b7, d3, d4 (product catalog no., UDI no.), g3, g6, h2, h4, h6, h10, h11. Corrected fields: b3, d.6b. This supplemental emdr represents the bard/davol ventrio st mesh (device 3). Additional emdrs were submitted to represent bard/davol composix kugel mesh (device 1) and bard/davol sepramesh ip(device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. It is alleged that the patient underwent surgery for removal of mesh in (B)(6) 2019. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of composix kugel mesh (device 1). Per op notes, ¿the hernia rent was noted in midline. A large composix kugel patch (device 1) was placed in abdominal cavity with ptfe and secured using tacks.¿ (B)(6) 2005 ¿ patient was diagnosed with recurrent ventral incisional hernia, adhesion thereby underwent laparoscopic repair with the implant of sepramesh ip (device 2). Per op notes, ¿the recurrence was noted right of midline below the umbilicus. Adhesion to previous mesh (device 1) was taken down. A large sepramesh ip (device 2) was trimmed in oval fashion and placed into peritoneal cavity and tacked.¿ (B)(6) 2019 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio st mesh (device 3). Per op notes, ¿the incisional hernia was on the epigastrium at the site of previous right subcostal incision from open cholecystectomy. The inferiorly placed hernia mesh (device 2) from lower abdominal incisional hernia was noted. Adhesions to the mesh itself which were left in situ. A ventrio st mesh (device 3) was placed into intra-abdominal cavity and laid against anterior abdominal wall using tacks.¿ (B)(6) 2019 ¿ patient was diagnosed with multiply recurrent incarcerated incisional hernia, bilateral inguinal hernia thereby underwent open repair with the removal of mesh (device 1, 2) and implant of ventrio st mesh (device 4) and bard flat mesh (device 5). Per op notes, ¿the mesh (device 1, 2) within the subcutaneous tissues appeared completely eventrated into the soft tissues and not adherent to intact fascia. Two big pieces of mesh likely a second piece that had been placed laparoscopically over the first. The mesh (device 1) was adherent to the anterior abdominal wall and the second mesh (device 2) was adherent to the underlying omentum and small bowel. All the meshes (device 1, 2) were removed. Previous mesh (device 3) in the epigastric region appeared to be in good position without evidence of recurrence. A ventrio st mesh (device 4) was placed into intraabdominal cavity to underlay the midline fascial defect using tacks. Attention to bilateral inguinal hernia, a bard flat mesh (device 5) was cut into two halves. Half of mesh was placed into right groin region. On left groin, similar repair was done using a another half bard flat mesh (device 5) using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event and date of explant were estimated as (B)(6) 2019, based on the information received, as specific event and explant date were not provided. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. It is alleged that the patient underwent surgery for removal of mesh in (B)(6) 2019. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.